Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2011-03050 and MFR. Report # 3005099803-2011-03180). It was reported to boston scientific corporation that a wallflex biliary uncovered stent system and a dreamwire guidewire were used during a procedure on (B)(6) 2011. According to the complainant, the dreamwire guidewire (the subject of MFR. Report # 3005099803-2011-03050) was inserted into the wallflex stent system (the subject of MFR. Report # 3005099803-2011-03180). During introduction of the guidewire into the stent catheter, the coating of the guidewire peeled. No difficulty was reporting withdrawing or advancing the guidewire. Another dreamwire guidewire was used to complete the procedure. After positioning the stent system inside of the patient, the stent failed to deploy. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on the investigation results, which indicate that the outer sheath of the stent delivery system had separated at the guidewire access port, this is now considered a reportable event.

Manufacturer narrative:
(B)(4) the outer sheath of the stent delivery system had separated at the guidewire access port. The stent delivery system was returned with the fully deployed stent. In addition, the 0.035" dreamwire guidewire was returned within the device. A visual examination of the stent delivery system noted that the outer sheath had separated at the guidewire access port. An attempt was made to withdraw the dreamwire guidewire from the device. The guidewire withdrew on the first attempt. During a functional analysis, another 0.035" bsc guidewire was inserted into the device and no issues were noted. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The separated outer sheath is likely due to procedural/anatomical factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.